Event description:
Prior to an implant procedure, it was noted that the head of the lead was slightly angled and not properly attached. The lead was not used and the patient was stable with no adverse consequences reported.

Manufacturer narrative:
The reported event of electrode slightly angled and not properly attached was confirmed. As received, a complete lead was returned in one piece. Visual inspection found that the is-1 connector pin was bent due to procedural damage. X-ray examination found no anomalies. Electrical and mechanical testing resulted in normal lead characteristics. The event is consistent with procedural damage during use.